Event description:
Literature: saint-cyr ja, trepanier ll, kumar r, lozano am, lang ae. Neuropsychological consequence of chronic bilateral stimulation of the subthalamic nucleus in parkinson's disease. Brain 2000; 123(pt 10): 2091-2108. Summary: this article presents a study of eleven pts who were assessed prior to the procedure and then twice after the procedure, at 3-6 months and at 9-12 months post operatively. The study was designed to evaluate pts with advanced idiopathic parkinson's disease in two age groups and to provide longitudinal data with regard to their neuropsychological functions subsequent to bilateral stn dbs treatment. Reportable event: general cognitive decline (many domains affected) was observed in one elderly pt (who was very well educated). The pt became functionally demented following re-insertion of the left electrode post-infection. The infection occurred after the 3 month evaluation, and subsequent data were not retained for inclusion in the statistical analysis or tables. Significant decline in frontal executive functioning was noted in this pt prior to this infection, but further deterioration in all cognitive domains except verbal learning was noted by the next 6 month evaluation (post-re-insertion) despite motor improvements over this same period when the stimulators were on. Reference MFR report #3007566237200908231. See literature article with MFR report # 30075662237200908223.